Manufacturer narrative:
The complaint of premature deflation of the fastrac internal balloon is inconclusive. Upon receipt of the complaint sample a tactile examination showed the internal bolster to be deflated. The complaint sample was returned in two sections. The sample had been cut at its traction removal site. The complaint incident could not be replicated in the lab setting due to the condition of the sample. Gross and microscopic examinations confirm that the white adhesive inner lumen plug was placed proximal to the traction removal site. Testing for leakage along the path of the air conduit and internal bolster was performed by attaching a blunt connector into the proximal end of the air conduit. A 12 cc syringe filled with water was then attached to the connector. The air conduit was then infused with water. Water was observed filling the internal balloon. No leaks were seen emanating from the surface of the internal balloon or along the path of the air conduit. A chr of lot #hur0870 showed no other product complaints from this lot number.

Event description:
Premature deflation of the catheter. Found 28 days after placement.